Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-feb-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical, inc. Received a single report that referenced eleven different incidences, which were associated with separate units, involving eleven different events. This is the fourth of eleven reports. Refer to 2026095-2020-00013 for the first event. Refer to 2026095-2020-00014 for the second event. Refer to 2026095-2020-00015 for the third event. Refer to 2026095-2020-00017 for the fifth event. Refer to 2026095-2020-00018 for the sixth event. Refer to 2026095-2020-00019 for the seventh event. Refer to 2026095-2020-00020 for the eighth event. Refer to 2026095-2020-00021 for the ninth event. Refer to 2026095-2020-00022 for the tenth event. Refer to 2026095-2020-00023 for the eleventh event. Fill volume: unknown, flow rate: 5ml/hr, procedure: unknown, cathplace: unknown, date & time connected: (B)(6) 2019 at 13:16. It was reported a fast flow event occurred. The device infused 7-hours earlier than expected. There was no reported injury.